Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate the reported delivery/under delivery issue. The root cause was unable to be established. The device passed all functional tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the volume test at 18.3ml and 18.27ml. The event occurred during testing, there was no patient involvement.